Event description:
The surgeon had a pt with a painful click and had to schedule a second arthroscopic procedure. Upon examining the shoulder the surgeon found either a panalok or bioknotless anchor had backed up and was proud on the glenoid rim. The pt was debrided by the surgeon and another physician associate. The anchor is not being returned. (The reporting mitek re. Could not determine the style of anchor.)